Event description:
Customer reported that an incoming unit typed as a neg from the blood center typed as o neg. When the customer performed tube testing with ocd's anti-a,b bioclone reagent lot abb 180a. No death or serious injury was associated with this incident.